Event description:
The patient was out of the room receiving treatment in another department. The staff was preparing the bed for the patient's return. There were two issues with the bed. The first is that the mattress was deflated on the right side and would not reinflate. The second problem was after the bed was zeroed and the patient was placed back in the bed, the lights kept flashing for the staff to re-zero and the bed exit alarm would not set. Biomed was unable to duplicate complaint. The hill-rom representative was called in since we have received a report about patient discomfort. The rep. Confirmed that some of their versacare beds have shown to be slightly deflated on the right side and he will turn in a report to his superiors.